Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using then bd pyxis¿ anesthesia station es, station was not communicating and having slow login issue. The customer reported that the malfunction caused three to four minutes delay before bio ID is enabled. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID login delay. A field service engineer stated that when the user entered their user ID, there was a delay of 3¿4 minutes before the (bio ID) bio metric identifier was enabled. The issue was identified as a network setting problem. The network speed was adjusted to half duplex at 100 mbps. After the change, the user verified that the system was operational and functioning as expected. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using then bd pyxis¿ anesthesia station es, station was not communicating and having slow login issue. The customer reported that the malfunction caused three to four minutes delay before bio ID is enabled. There were no adverse events or injuries reported based on this incident.